Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for one patient tested on a cobas 6000 c (501) module. Prior to patient testing, the customer reported qc was within the acceptable ranges. The patient's initial results were reported outside the laboratory. The patient's nurse questioned the results and the customer performed repeat testing with the sample on the same cobas 6000 c (501) module. The patient's initial results were na 102 mmol/l and cl 143.1 mmol/l.. The patient's repeat results were na 139 mmol/l and cl 103.5 mmol/l. The customer determined the repeat results were correct. The na and cl electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The customer performed a visual inspection of the sample and no issues were found. The field service engineer found white dust on the cuvettes. He cleaned the cuvettes. He performed ise checks, calibration and qc, and precision testing and had acceptable results. The investigation is ongoing.

Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.